Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received all buttons function properly. However moisture damage was noted on keypad traces. No button error alarms noted and no moisture damage noted on electronic assy. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's wife reported via phone call that the insulin pump alarmed button error and had moisture damage. The customer's blood glucose reading was 122 mg/dl. Wife stated the customer's insulin pump was exposed to water. She stated there was fluid under the lcd screen. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced.